Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that during routine check up the cs100 intra-aortic balloon pump (iabp) unit had alarm autofill failure. A getinge field service engineer (fse) stated from the inspection it was found that ¿one safety disk is broken, making the machine unusable. Alarm autofill failure must be replaced before the machine can be used normally. To resolve issue the safety disk was replaced. Completed - check the entire system of the iabp machine. Tested the use of the machine and it works normally

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check,the cs100 intra-aortic balloon pump (iabp) unit alarm autofill failure. There was no patient involvement reported .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a